Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. It was noted that the catheter was returned with electrodes 7 and 13-16 displaced and internal wires/components exposed. The pellethane tubing was noted to be wrinkled and torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fracture and expose wire remains unknown.

Event description:
During an atrial fibrillation procedure, a wire appeared to be exposed upon removal of the catheter from the patient. The catheter was difficult to remove from the left to the right artium through the atrial septum. When removed from the patient, it was noticed a wire appeared to be exposed and the electrode appeared displaced. The catheter was replaced to complete the procedure with no consequences to the patient.